Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure the 5.0mm flexible hexagonal screwdriver bent and broke first time use. The procedure was completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing investigation revealed the coil shaft is bent approximately 52mm from the handle connector. There is a no component that shows a break, and the assemble is in tact. The specification investigation showed based on the received date, the product was likely manufactured to revision d. Based on that information, it is concluded the material is correct and the device is assembled according to the print specifications. This complaint is invalid from a manufacturing standpoint.